Event description:
Related manufacturer reference number: 2017865-2023-72623. It was reported that the patient presented to the hospital for a routine generator change procedure. During the procedure, the physician had failed to remove the right atrial (ra) lead from the header. The physician noted that part of the ra lead had stuck in the header and broke the header, in order to remove part of the ra lead. The physician elected to leave the chronic ra lead implanted and proceeded to attach the lead to the new device. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to remove lead from header was not confirmed. The device was received from the field with header damaged, broken, and with lead already removed from the header. Visual inspection of the header found no contamination or foreign material that could have contribute to the reported event. No further analysis could be performed due to the header damaged condition. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion.